Event description:
The red end cap of the becker drain system was left on as a connector between two ends of tubing, but blocking the drainage flow. Luckily in this instance, nursing was able to locate the cap and replace with a connector that allowed flow. This is the second instance that this has occurred at our organization. The first instance required a return to the or to replace the drain as it was not clear that the end cap was causing the problem. I submitted a report on that incident as well. I am proposing that the red end cap be redesigned so that it cannot allow connection on both sides which can make it appear that it indeed a connector vs an end cap. This design can be reimagined with human factors engineering in mind.